Event description:
Alleged the patient positioning monitor will alarm locally but will not send a signal to the nurses station.

Manufacturer narrative:
The facility indicated, there was corrosion on the patient positioning monitor (ppm) board. The facility was asked to replace the ppm board. The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.